Event description:
A report was received that the patient was experiencing pain at the battery site. The patient underwent a revision procedure wherein the battery was moved. The patient was doing well postoperatively.